Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the information available, this complaint describes a harm to a female end-user who have been catheterizing with speedicath compact plus for more than 2 years. The end-user stated that she used two catheters with rough eyelets that scratched her urethra upon entering and withdrawing the catheter. The end-user stated it was painful to use the catheters but confirmed there was no bleeding. The end-user stated that three days after using the rough catheters, she had to go to the emergency room due to a kidney infection. The end-user was hospitalized for four days. She was treated with an 18-day antibiotic infusion treatment. The end-user has since recovered for the kidney infection. It is unclear if the end-user continues to perform intermittent self- catheterization. No further information was provided.

Manufacturer narrative:
2 closed samples of this lot were tested. All samples met production requirements. The quality engineer checked the manufacturing process related to the given finished goods lot number and no nonconformities were found that were related to this event. A review of the production documents did not reveal any non-conformity that are related to this event.